Manufacturer narrative:
Device evaluation the device was received with a bend at the strain relief the thumbswitch advanced and the flush tool positioned over the housing. The cutter was positioned approximately 22mm in the housing. There were no biologics visible in the housing. The flush tool was moved away from the housing and the thumbswitch was retracted and the cutter returned to the cutter window without issue. The thumbswitch was advanced and the cutter advanced approximately 25mm into housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with spider 0.014" guidewire and 7mm spider embolic protection during procedure to treat a moderately calcified fibrous lesion in the proximal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was moderately tortuous. The vessel diameter and lesion length are 5mm and 20mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. It was reported that the hawk device would pack the plaque completely. When tech tried to turn off the device, he could not push the thumb switch completely to off position. The packer would not close all the way. This happened in multiple view and multiple planes. The blade was unable to fully retract and was outside of the nosecone. It was reported to be difficult to see on the fluoroscopy. The device was safely removed from the patient. There was no deformation noted in the cutter. Another hawk device was used to complete the procedure. There was no patient injury.